Event description:
Per the customer, the device was found cracked during a surgery which can lead to inaccuracy or disassembly. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h6 correction: follow-up report submitted to document the device was not available for evaluation.

Event description:
Per the customer, the device was found cracked during a surgery which can lead to inaccuracy or disassembly. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.